Manufacturer narrative:
One oxygenator was received for complaint analysis on 1/5/1998. The returned device was set-up in a simulated perfusion circuit for testing under the observation of a tech and evaluated for high pressure drop. The following data was obtained: pressure drop: device; 113 mmhg; specifications 80-115 mmhg. In summary, the reportexd complaint could not be duplicated in our laboratory setting.

Event description:
The report indicated the clinician noted an increase of pressure over 400 mmhg during ecc. The device was changed out with no pt compromise.